Manufacturer narrative:
(B)(4). Batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified as part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Following information has been requested. To date a response has not been received. Should additional information be received at a later date, a supplemental report will be submitted. Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc.? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open?

Event description:
It was reported that during an unknown procedure, it did not staple the lower bronchus after two attempts. Material replacement performed. No patient consequence.